Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('malposition of essure device') in a (B)(6) year old female patient who had essure (batch no. 862005) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 4 days after insertion of essure. On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), menorrhagia ("menstrual bleeding"), abdominal pain lower ("cramp") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, genital haemorrhage, nausea, pelvic pain, visual impairment, eye disorder, fatigue, weight increased, uterine leiomyoma and vaginal haemorrhage outcome was unknown, the migraine and abdominal pain lower had resolved and the menorrhagia was resolving. The reporter considered abdominal pain lower, device breakage, device dislocation, eye disorder, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: trailing coils left side¿ 4. Trailing coils right side¿ 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received: case has become incident. Previously reported event ¿injury nos¿ replaced with new event. New events were added: device breakage, malposition of essure device , abnormal bleeding (general), abnormal bleeding (vaginal) , menorrhagia, migraines / headaches, nausea, pain, vision/eye problems, fatigue, weight gain, uterine fibroids, menstrual bleeding, cramp. Lot number were added. Event onset date , event outcome and lab data were added. Reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('malposition of essure device') in a 39-year-old female patient who had essure (batch no. 862005-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 135 lbs. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 4 days after insertion of essure. On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), menorrhagia ("menstrual bleeding"), abdominal pain lower ("cramp") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, genital haemorrhage, nausea, pelvic pain, visual impairment, eye disorder, fatigue, weight increased, uterine leiomyoma and vaginal haemorrhage outcome was unknown, the migraine and abdominal pain lower had resolved and the menorrhagia was resolving. The reporter considered abdominal pain lower, device breakage, device dislocation, eye disorder, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: trailing coils left side¿ 4. Trailing coils right side¿ 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('malposition of essure device') in a 39-year-old female patient who had essure (batch no. 862005-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 135 lbs. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 4 days after insertion of essure. On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), menorrhagia ("menstrual bleeding"), abdominal pain lower ("cramp") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, genital haemorrhage, nausea, pelvic pain, visual impairment, eye disorder, fatigue, weight increased, uterine leiomyoma and vaginal haemorrhage outcome was unknown, the migraine and abdominal pain lower had resolved and the menorrhagia was resolving. The reporter considered abdominal pain lower, device breakage, device dislocation, eye disorder, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: trailing coils left side¿ 4. Trailing coils right side¿ 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. This lot 862005 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/fracture of the proximal end of the right essure wire') and device dislocation ('malposition of essure device') in a 39-year-old female patient who had essure (batch no. 862005-not valid,852006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leiomyoma, adenomyosis, nabothian cyst, paratubal cyst and irregular menstruation. Current weight 135 lbs. (B)(6) 2019-final diagnosis uterus and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: - endometrium: secretory; - myometrium: - leiomyomas (up to 2.8 cm); - adenomyosis; - uterine serosa: no significant pathologic abnormality; - cervix: nabothian cysts; - fallopian tubes: - paratubal cysts; - one intact intraluminal metal coil identified in each fallopian tube (gross diagnosis). Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (taytulla) for birth control. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines / headaches"), nausea ("nausea"), pelvic pain ("pain"), vision blurred ("vision/eye problems:foggy vision"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"), 4 days after insertion of essure. On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced eye disorder ("vision/eye problems"), menorrhagia ("menstrual bleeding"), abdominal pain lower ("cramp") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, genital haemorrhage, nausea, pelvic pain, vision blurred, eye disorder, fatigue, weight increased, uterine leiomyoma, vaginal haemorrhage and dysmenorrhoea outcome was unknown, the migraine and abdominal pain lower had resolved and the menorrhagia was resolving. The reporter considered abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, eye disorder, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: trailing coils left side¿ 4 trailing coils right side¿ 4 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2018: fracture of the proximal end of the right essure wire. Essure device appears property positioned and functional bilaterally with occlusion of both fallopian tubes. This lot 862005 is not valid most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs+mr received- lot number were added. New reporters, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('malposition of essure device') in a 39-year-old female patient who had essure (batch no. 862005-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 135 lbs. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (taytulla) for birth control. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines / headaches"), nausea ("nausea"), vision blurred ("vision/eye problems:foggy vision"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"), 4 days after insertion of essure. On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain"), eye disorder ("vision/eye problems"), menorrhagia ("menstrual bleeding"), abdominal pain lower ("cramp") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, genital haemorrhage, nausea, pelvic pain, vision blurred, eye disorder, fatigue, weight increased, uterine leiomyoma, vaginal haemorrhage and dysmenorrhoea outcome was unknown, the migraine and abdominal pain lower had resolved and the menorrhagia was resolving. The reporter considered abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, eye disorder, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: trailing coils left side¿ 4. Trailing coils right side¿ 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. This lot 862005 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: pfs received. New events added: dysmenorrhea, vision/eye problems updated to foggy vision,. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/fracture of the proximal end of the right essure wire') and device dislocation ('malposition of essure device') in a 39-year-old female patient who had essure (batch no. 862005-not valid,852006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leiomyoma nos, adenomyosis, nabothian cyst, paratubal cyst and irregular menstruation. Current weight 135 lbs. (B)(6)2019-final diagnosis uterus and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: - endometrium: secretory; - myometrium: - leiomyomas (up to 2.8 cm); - adenomyosis; - uterine serosa: no significant pathologic abnormality; - cervix: nabothian cysts; - fallopian tubes: - paratubal cysts; - one intact intraluminal metal coil identified in each fallopian tube (gross diagnosis). Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (taytulla) for birth control. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines / headaches"), nausea ("nausea"), pelvic pain ("pain"), vision blurred ("vision/eye problems:foggy vision"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). On (B)(6)2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced eye disorder ("vision/eye problems"), menorrhagia ("menstrual bleeding"), abdominal pain lower ("cramp") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, device dislocation, genital haemorrhage, nausea, pelvic pain, vision blurred, eye disorder, fatigue, weight increased, uterine leiomyoma, vaginal haemorrhage and dysmenorrhoea outcome was unknown, the migraine and abdominal pain lower had resolved and the menorrhagia was resolving. The reporter considered abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, eye disorder, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: trailing coils left side¿ 4 trailing coils right side¿ 4 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion; on (B)(6)2018: fracture of the proximal end of the right essure wire. Essure device appears property positioned and functional bilaterally with occlusion of both fallopian tubes. Lot number 862005 is not valid. Lot number: 852006 manufacture date: 2011-04 expiration date: 2014-04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.